Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of primary tubing popping off could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced component separation. The following information was provided by the initial reporter: when attempting to reattach the primary IV pump tubing to the IV needle free connector, the primary tubing popped off. Another rn attempted to connect and the tubing disconnected again. On the third attempt, we watched the primary tubing twist on its own and disconnect from the site. We replaced the patients tubing with another set and saved the malfunctioning tubing. Injuries or adverse event: no.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced component separation. The following information was provided by the initial reporter: when attempting to reattach the primary IV pump tubing to the IV needle free connector, the primary tubing popped off. Another rn attempted to connect and the tubing disconnected again. On the third attempt, we watched the primary tubing twist on its own and disconnect from the site. We replaced the patients tubing with another set and saved the malfunctioning tubing. Injuries or adverse event: no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.